Event description:
It was reported patient underwent primary total hip arthroplasty on (B)(6) 2003. Subsequently, patient was revised on (B)(6) 2012 due to impingement of femoral neck on posterior edge of liner.

Manufacturer narrative:
Examination of returned device found evidence of impingement and no evidence of product non-conformance was found.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, "inadequate range of motion due to improper selection or positioning of components." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-01711 / 01712). Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.